Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing. It was noted that the undersensing did not influence appropriate device behavior. The lead remains in use. No patient complications have been reported as a result of this event.